Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department and the evaluation verified the reported malfunction and attributed the failure to a foreign substance within the multi-function cable connector. The multi-function connector was replaced to remedy the malfunction. Analysis of reports of this type has not identified an increase in trend.